Event description:
The customer reported to olympus that the bronchovideoscope forceps mouth was caught when inserting the sheath. The issue was found during reprocessing for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign matter came out from the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to damage on the channel tube, the forceps could not be inserted smoothly; due to a dent and damage on the channel tube, the channel cleaning brush could not be inserted smoothly; due to damage, the angulation lever could not move smoothly; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to a pinhole on the distal sheath, a cut on connecting tube and a pinhole on the channel tube, water tightness was lost; the scope connector cover unit, suction connector and the control unit had corrosion due to water leakage; the scope connector cover unit was deformed; the angulation lever, scope connector cover unit, suction connector, universal cord, grip, switch box, scope cover, control unit and up/down angulation lever plate were scratched; the universal cord, up/down angulation lever plate and grip were sticky; the image guide protector had a cut; there was no electrical continuity due to damage on the distal end and the light guide bundle was slipping down. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning. Water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was cleaned with lint-free cloths/brushes/sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. There were no concerns about the reprocessing noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there was physical damage on the device, it is likely the foreign material was not removed although the reprocessing was conducted properly. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in bf-p290 operation manual. Chapter 3 "preparation and inspection." IFU states that preventive measure in bf-p290 reprocessing manual . Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.